Manufacturer narrative:
The asset device was returned to olympus. Upon inspection testing of the returned device, a gap in the adhesive part between the plastic cover and the tip cover. In addition, the bending section rubber adhesive was missing, the play of the angle knob was out of the normal state due to the extension of the angle wire and the forceps stopper was scraped. There were also scratches found on the insert serpentine tube, operation part, switch box, up / down knob, up / down angle fixing lever, right / left knob, right / left angle fixing knob, the grip, universal code, scope connector and scope connector cover. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset device, evis lucera elite duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, a gap in the adhesive between the plastic cover and the tip cover was found. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.